Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.

Event description:
Patient reported left side rupture. Device has been explanted. Physician later reported "discomfort, soreness".

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event rupture/pain was reviewed on 12-may-23. Visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - pain: unable to observe as it is a medical event that is not related to the device. Additional observations: - red particles on the surface of the shell.